Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility register nurse (rn) reported that a patient had experienced a severe reaction from a f160 fresenius dialyzer. Per rn the patient¿s blood pressure (bp) dropped from 130's systolic to 50's systolic in about 3-5 minutes after start of dialysis. Upon follow up, the rn stated that prior to treatment the patient¿s dialyzer is flushed with a couple (amount unknown) liters of saline and patient given 125 ml of solumedrol (route and frequency unknown) in order to complete treatment. Additional information regarding patient¿s demographics, patient¿s outcome/status, product lot number, or how long the patient has been experiencing the reaction, and treatment records was requested; however, to date none has been received.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Furthermore, an investigation of the device manufacturing records was not able to be conducted by the manufacturer as the product lot number of the device was unknown, therefore an investigation of the device manufacturing records was unable to be conducted by the manufacturer. However; a device is not released if it does not meet requirements or is nonconforming. Should additional relevant information become available, a supplemental report will be submitted. Clinical investigation: there is a temporal relationship between hd therapy with the fresenius optiflux 160nre dialyzer and the reported event of hypotension. Although rare, it is known that hypersensitivity or anaphylactoid reactions to optiflux dialyzers and other elements in the extracorporeal circuit can occur during hemodialysis. Additionally, hypersensitivity reactions have been known to occur days, months, even years after use with the same dialyzer model. It was reported the user facility was inquiring about a different dialyzer, however there is no additional information available as to the outcome of the inquiry. Based on the information available, and given the pre-treatment measures to enable the patient to complete treatment, there is a strong possibility the patient may have experienced a hypersensitivity reaction to the optiflux 160nre dialyzer.